Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the surgeon requested a 20mm articular surface for implantation, but this size was unavailable as it is only sent for surgeries by request. The surgeon implanted a 17mm articular surface, which was the next thickest articular surface available. It was noted that the screw used for additional fixation of this device was not used in this case, and the surgeon plans to reoperate to stabilize the pt in the near future.